Manufacturer narrative:
Correction- please refer to h6 device code. The complaint could be confirmed, since the information for evaluation matches the alleged failure. The investigation revealed the following: an inspection of the images has shown that the instrument indeed fell apart, for further statement we need to receive the material back for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient tried to do daily tightening of mini rail and noticed that the machine was not engaging. Within hours of this discovery, her foot became extremely swollen and she was admitted to the hospital. Hardware was switched out in her room, but the physician is not sure if they will need to revise yet or not. We are awaiting further imaging."

Event description:
As reported: "patient tried to do daily tightening of mini rail and noticed that the machine was not engaging. Within hours of this discovery, her foot became extremely swollen and she was admitted to the hospital. Hardware was switched out in her room, but the physician is not sure if they will need to revise yet or not. We are awaiting further imaging."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text: device disposition is unknown.